Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes had missing caps from the patient line. This was observed during patient setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.